Event description:
Customer reported a high blood glucose of 454 mg/dl. The customer also stated there was a no delivery alarm on the insulin pump. Troubleshooting could not occur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).